Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to insulation breach and a new rv lead of a different model was placed. No additional adverse patient effects were reported.additional information was received indicating that this rv lead was explanted. This lead was returned.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to insulation breach and a new rv lead of a different model was placed. No additional adverse patient effects were reported.

Manufacturer narrative:
Revision to the initial MDR in block b5 event description and h6 impact code. This supplemental report was created to capture additional information.